Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device using the pre-close technique via a prior to a thoracic aortic aneurysm (taa) interventional procedure. The prostyle device was successfully pre-flushed with saline prior to use in the anatomy. Reportedly, there was no blood flow observed at the marker lumen. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 22f, and the taa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The obstruction of flow was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely an interaction with patient anatomy or tissue interfered with the marker post during placement. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.